Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tha surgery, the tip of one (1) r3 depth gauge broke off. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Device was returned and evaluated. Sections h3, h6, h8 and h11 were updated. H11: results of investigation: the associated device was returned and evaluated. The visual inspection revealed that the device returned heavily worn from use, with the distal tip fractured off with no material returned. Device batch number was not provided and, due to wear, the lot number in the device was illegible, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.